Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratched lcd window, completely broken reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the front upper right corner of display on case was cracked. The customer¿s blood glucose level was 140 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.